Event description:
It was reported by service report that the retaining post tube was missing and the screw broke off in the upper retainer. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.